Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Caller reported an unexpected low result with inratio. The result was as follows: inratio=2.1; no comparison was performed - exact date was not provided but it was about six weeks prior to call. The reported therapeutic range is: 2.0-2.5. It was reported that sometimes the test strip is touched while applying the sample and 2 drops of blood may be applied. Although the inratio result was within the therapeutic range, the patient had localized bleeding/bruising after running into a cactus about 6 weeks prior (exact date was not available). Bleeding/bruising took longer to resolve than expected but it did resolve on its own. The following results were provided by the distributor: (B)(6) 2016: inratio=2.0. (B)(6) 2016: inratio=2.5. (B)(6) 2016: inratio=2.3. (B)(6) 2016: inratio=1.8. (B)(6) 2016: inratio=2.6. (B)(6) 2016: inratio=1.7. (B)(6) 2016: inratio=2.7. (B)(6) 2016: inratio=2.0. Information about possible dose changes was not available.